Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-05318:.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-05318. It was reported the patient underwent an dbs permanent implant procedure. After the procedure was completed, the patient had an x-ray that showed lead migration had occurred. A CT scan confirmed lead migration outward. The surgeon took the patient back into the operating room (or) to reopen the right side and advance the lead, and replace the clip and confirm it was locked and secured. A repeat CT scan was performed and confirmed the correct location of lead. The procedure was extended for one hour.